Event description:
Received a letter from an attorney alleging the patient was raising the seat on the scooter, when the seat broke resulting in a fall. The patient sustained fractured legs.

Manufacturer narrative:
Unable to evaluate at this time due to pending litigation. Cannot draw any conclusions at this time.